Event description:
Caller alleged inaccuracy with inratio.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values for the dates of 2007 are within the confidence limits for inr testing. For the two data sets for the previous day, they are considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. "New patient, out of the hospital last week. Taking coumadin by grinding pill and intake through a gastrotube." This may be a cause for the high lab results.